Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during a port placement, the device allegedly failed to infuse. It was further reported that the device removed from the patient. There was no reported patient injury.

Event description:
It was reported that during a port placement, the device allegedly failed to infuse. It was further reported that the device removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one MRI implantable port attached to a catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is inconclusive for the reported suction problem as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty in infusing or aspirating the port body under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.